Manufacturer narrative:
The sample was received for evaluation and the reported condition was confirmed. The device history record was reviewed and found to be complete and accurate. The device risk assessment contained within the device history file was reviewed and the harm associated with a kinked catheter was present. Based upon the sample evaluated, the probable root cause of this condition is associated with the assembly process between the catheter and the sleeve. In order to prevent this condition from recurring, the plant has conducted operator awareness training and heightened assembly line inspection. A retrospective review of post marketed complaint data show no other reports of this condition from the field, this is considered to be an isolated event. The operator awareness training and heightened assembly line inspection has already been implemented.

Event description:
It was reported that end user used a vapro coude intermittent urinary catheter and the tip was folded down onto itself within the sleeve. End user did not notice it and used the catheter. He went to the doctor and was treated with antibiotics for a uti.

Manufacturer narrative:
DHR review completed by the manufacturing facility. There were no issues noted during manufacture. End user sample from same lot number of product has been received by manufacturer for evaluation. The root cause of the reported urinary tract infection cannot be determined. End user's age and weight was not provided so estimates were used.

Event description:
It was reported that end user used a vapro coude intermittent urinary catheter and the tip was folded down onto itself within the sleeve. End user did not notice it and used the catheter. He went to the doctor and was treated with antibiotics for a uti.